Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was 537 mg/dl with strong- fruity-breath odor, extreme thirst, and extreme urination. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was determine a meter radiofrequency communication issue from use error contributed to the reported serious health event. There was no indication or allegation of a device malfunction. This complaint is being reported because the reported serious health event was attributed to use error.